Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. At the customer's request, the getinge representative assisted in switching over to the inner lumen of the iab as an alternate arterial pressure (ap) source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6), manager. Additional reporter: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).